Event description:
Indication for procedure: acute infection. Procedure: this was a left sided procedure to extract an ICD lead (rv). The case was performed in the cardiac catheter lab, with an arterial line and fluoroscopy used throughout the case. Md used both a sls and lld (unknown sizes) to remove the lead. After the lead was removed the patient's blood pressure decreased. The CT surgeon opened the patient's chest to repair an aorta tear. The repair was successful. Analysis: the devices were disposed of during the code and were not returned for analysis. There were no alleged defects or non-conformances of the spnc devices. Patient outcome: patient recovered and was discharged with no reported deficits.

Manufacturer narrative:
Manufacturer dates for all devices: unknown.